Event description:
The physician assessment of the patient death is that it is not related to the promus stent.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death and hypotension are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patients body. A follow-up will be submitted with all relevant information. The 3.0 x 28 mm promus and the 3.0 x 15 mm promus, are each being filed under separate MFR numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the patient underwent percutaneous coronary angioplasty on (B)(6) 2011, during which a total of three promus stents were implanted from the distal to the mid right coronary artery. The procedure was considered successful; however, the patient data showed that the heart rate was low. The patient was placed on an intra aortic balloon pump to assist with his breathing and was transferred to the critical care unit. The patients heart and lung condition continued to worsen day by day and the patient was placed on extra-corporeal membrane oxygenation (ECMO) on (B)(6) 2011; however, the situation was worsening, after which the patients family made the decision to stop the use of ECMO, and subsequently the patient expired. No additional information was provided.